Event description:
It was reported that the ilet exhibited rapid battery depletion, discharging to a low state within approximately half a day despite routine overnight charging, and a replacement device and charging pad were arranged along with return instructions for the malfunctioning unit. No reported symptoms. Outcomes included temporary reliance on an alternative insulin therapy until the replacement arrived. Investigation included technical troubleshooting and user education to verify charging function and confirm device and accessory use. Investigation of this case revealed a suspected device battery performance failure, while the charging pad was not confirmed defective during guided checks. It was concluded that the event was related to a device battery malfunction, and replacement was provided with instructions for return.